Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that none of the users were able to login to the es server and any of the stations in the facility to remove meds. A technical support specialist (tss) remotely accessed the server and successfully established a connection. On further inspection, the tss confirmed that the issue was related to the local active directory (ad) configuration. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported by the customer that a bd pyxis¿ es server had an issue, where users were unable to log in to both the server and the station. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.